Event description:
It was reported that the brakes were not working. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The customer requested a quote for repair vs purchasing a new prime tc. The customer then decided to purchase a new prime tc instead of a visual and functional inspection and repair. Therefore, a visual and functional inspection has not been performed by a stryker field service technician. The customer canceled the evaluation.

Event description:
It was reported that the brakes were not working. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.